Event description:
Routine complaint investigation when a consumer reported having received a calibration bar that did not match the strip lot purchased at a retail pharmacy. If the mismatched components were used to perform an assay. The result when plotted on a clarke error grid, would fall into the "c" zone which would be considered clinically significant. No death, injury, mistreatment or medical intervention was reported with the incident.